Manufacturer narrative:
The customer performed weekly maintenance twice at the night shift and in the morning calibrated and ran qc. Per customer the results were acceptable. At 3pm the customer ran routine qc and noticed level 1 and 3 for calcium (ca) was out of specifications. The customer recalibrated the unit which failed for ca, na, k, and cl. A bec field service engineer (fse) discovered the drain tube was clogged on the eic cup. Fse disassembled and cleaned the eic. Fse reinstalled the cup and verified no leaks were noted. Bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report electrolyte injection cup (eic) overflew, which caused calibration failures on the ion selective electrode. No injury was reported.